Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the surgeon ordered for the original reload to be replaced. The loading was confirmed successful and handed the device to the surgeon. The surgeon inserted the device to the cavity, however could not open the jaws. When the device was returned to the nurse, the adapter status indicator of the display screen illuminated white and showed "0" as the adapter procedure remaining. Replaced by another adapter, and the device became usable. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The reload tested satisfactory. If information is provided in the future, a supplemental report will be issued.